Event description:
It was reported that log files were submitted for review for frequent low flow alarms. The patient reports that it is more frequent when ¿asleep¿. The mean arterial pressure (map) was 80-88. It appeared that the log files captured multiple low flow events on 12jan2026. Computed tomography angiography of the chest showed moderate to high-grade apparent stenosis from thrombus in the corrugated portion of the left ventricle (lv) outflow tubing with the more distal half not stenotic. Evaluation was somewhat limited by streak artifact. It appeared that the log files captured multiple low flow events on 13jan2026 and 14jan2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although, a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the flows immediately returned to normal following the removal of biodebris from the outflow graft. The reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained events from 12jan2026 through 14jan2026. Several low flow hazard alarms were captured on 12jan2026 and 13jan2026. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This section also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A low flow alarm threshold (lfat) was requested on the primary controller due to the patient having frequent low flow alarms secondary to suspected outflow graft obstruction. The clinical specialist adjusted the low flow threshold to 2.0 lpms via lfat. CT images were not available. Echocardiogram was also performed. The left ventricle (lv) was severely dilated with severe global hypokinesis. Lv ejection fraction was <20%. The right ventricle (rv) was moderately dilated with moderately reduced systolic function. There was limited opening of the atrioventricular (av) leaflets with every beat. There was mild aortic regurgitation (ar). No significant mitral regurgitation (mr) or tricuspid regurgitation (tr). The interventricular septum (ivs) was bowing towards rv in systole. No pericardial effusion. Log files captured multiple low flow events on 13jan2026 and 14jan2026. The low flow alarms were identified to be due to the outflow graft being blocked with bio-debris. The patient was taken to the operating room on (B)(6) 2026 for exploration of the heartmate 3 outflow graft and bend relief and removal of biodebris. There was a significant amount of biodebris compressing the outflow graft. The debris was cleared out all the way throughout the bend relief and there was none further distal. Per the site, no thrombus was observed. Immediately, the patient's flows went from 2 l on the left ventricular assist device (lvad) to 5.2 l. The patient became less pulsatile and the power and pulsatiiity index both fell on the lvad monitor possibly due to the issue being truly an outflow graft compression and the graft was easily distensible now and was no longer compressed. The alarms resolved. The patient's speed was originally 6000/5600 rotations per minute (rpm) and was changed to 6200/5800 when having the low-flow alarms. After surgery it was decreased to 6000/5700. Then it was reduced to 5800/5500. A low flow alarm threshold (lfat) was requested on the primary controller due to the patient having frequent low flow alarms secondary to suspected outflow graft obstruction. The clinical specialist adjusted the low flow threshold to 2.0 lpms via lfat.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.